Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after 10 minutes of scanning, a venflon pro safety 20ga 1.1mm od 32mm l leaked at the insertion site and left a pool of blood under the patient. No medical intervention or serious injury was reported.

Manufacturer narrative:
H.6. Investigation summary: two photos were received by our quality team for evaluation. The 1st photo shows one used cannula hub inside packaging and the 2nd photo shows the top web with batch #9264879. The incident could not be verified based on the photos alone. A device history record review found no non-conformances associated with this issue during production of this batch. As it is not possible to perform further investigation based on the photos, the actual sample would be required for investigation to confirm the actual root cause. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after 10 minutes of scanning, a venflon pro safety 20ga 1.1mm od 32mm l leaked at the insertion site and left a pool of blood under the patient. No medical intervention or serious injury was reported.